Manufacturer narrative:
This report is submitted on september 21, 2023.

Event description:
Per the surgeon, the patient experienced an extrusion of the receiver/stimulator (skin breakdown). The implant remains in-situ.